Event description:
As reported by the user facility through (B)(4): event description: customer states, cord adapter began smoking (...). (B)(4).

Manufacturer narrative:
(B)(4). B. Braun medical inc. Is submitting a single report on behalf of (B)(4) (the manufacturer), and (B)(4) (the importer). (B)(4). The actual sample involved has not been received yet for evaluation and the investigation is ongoing at this time. A follow up report will be submitted when the investigation results become available. (B)(4).